Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro vh-3500 jaws were peeling and catching when going in and out of the sheath. Nothing fell into the patient. The jaws of the harvesting tool were not open (even slightly) during the insertion of the tool into the cannula. No resistance was noted while inserting the harvesting tool into the cannula. They discontinued using the faulty device and opened a new device to complete the case. No procedural delay and no injury to the patient.

Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 10/03/2022. An investigation was conducted on 10/17/2022. A visual inspection was conducted. Signs of clinical use and evidence of heavy charr was observed on the heater wire. The heater wire was observed to be intact with no visual defects observed. The gray silicone insulation on both the cold and hot jaws was observed to be intact with no visual defects, no peeling observed. No visual defects were observed on the cannula or the c-ring that was also returned for evaluation. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled;jaw" was not confirmed. The lot # 3000259635 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.